Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead encountered dislodge and exhibited no capture. The lv lead position was confirmed via coronary x-ray. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.